Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because they experienced discomfort around the glans penis. The patient also stated that they a wanted penile prosthesis which was easier to use. The existing ipp was explanted and replaced with a spectra concealable penile prosthesis (spp) as a result. No patient complications were reported in relation to this event. The explanted ipp is not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.